Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found some tissue build up indicating the device has been used. The ptfe pad (teflon pad) was inspected and found to be worn with no metal exposure. The teflon pad had some charred marks. The distal end of the device was inspected under a microscope and found approximately 17mm of the probe is detached, missing portion was not returned for evaluation. Based on the similar reported events, olympus was determined that the cause for the detached/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The cause for the worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The manufacturer was informed that during preparation for a laparoscopic hysterectomy procedure, the tip of the thunderbeat handpiece broke off prior to use. The intended procedure was completed using a similar device causing approximately a five minute delay with no other adverse consequences reported. The device did not make patient contact.